Event description:
It was reported that approximately 6 weeks post implantation of a right ankle system, the patient presented with right ankle burning pain and numbness over the right anterior ankle and dorsomedial foot, as well as right ankle anterior incision wound dehiscence. Patient was prescribed gabapentin and treated with wound care and vitamin d. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: p10-250-tlr3-s, talus chamfer rt sz 3 tps strl, lot 260f0082403 10-1306-s, poly component, lot 260f2402311. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.